Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers have been requested. MFR reference #: (B)(4). Hypotony is listed in the device labeling as a known inherent risk of cataract and glaucoma stent surgery.

Event description:
Patient presented with hypotony (iop 4 mmhg) four days after uneventful cataract surgery with implantation of the istent. Etiology unknown at this time. The stent appears securely implanted in the trabecular meshwork and the stent never touched the iris root. The surgeon conferred with the glaukos medical monitor, who reported that the patient was doing well and the surgeon plans to monitor the patient. The surgeon provided an update on 3/23/2016, reporting that the hypotony resolved and the iop is now 17 mmhg. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and there were no nonconformances believed to be related to the reported event. (B)(4).

Event description:
The following additional information was provided by the physician. The patient's preoperative bcva in the operative (right) eye was 20/30 and 20/50 with glare; preoperative iop was 19 mmhg. The cause of the hypotony was not identified. The hyptony resolved without medical or surgical intervention. At the most recent visit on (B)(6) 2016, the patient's bcva was 20/20 and iop was 15 mmhg. The patient's prognosis and status is good.